Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "error of inspector". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the clinical nurse specialist mentioned having skin breakdown issues from the dignishield in the buttocks region with a patient. The patient was no longer on the unit at the time of their telling me this. The device was not on a patient during my visit, and they were not able to provide additional details of when the incident occurred. Medical intervention was unknown. Per follow up received on 25apr2023, it's been a consistent problem for multiple years. Patient's status- as far as I know the ulcer was healing. The most recent one they had was a stage 3 pressure ulcer which raised more alarms than usual and also few patients who have dignishields in place develop linear pressure ulcers right around the anus that align with the hard plastic connection piece. That piece of plastic (near the black line) seems to be harder than the other tubing and therefore particularly prone to causing pressure ulcers. Per follow-up received via email on 23may2023, customer had actually had many issues with pressure ulcers with the dignishield over the years. The most recent one they had was a stage 3 pressure ulcer which raised more alarms than usual. Also found that some patients who have dignishields in place develop linear pressure ulcers right around the anus that align with the hard plastic connection piece. That piece of plastic (near the black line) seems to be harder than the other tubing and therefore particularly prone to causing pressure ulcers.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported, that the clinical nurse specialist mentioned having skin breakdown issues from the dignishield in the buttocks region with a patient. The patient was no longer on the unit at the time, of their telling me this. The device was not on a patient during my visit, and they were not able to provide additional details of when the incident occurred. Medical intervention was unknown. Per follow up received on (B)(6)2023, it's been a consistent problem for multiple years. Patient's status- as far as I know, the ulcer was healing. The most recent one they had was a stage 3 pressure ulcer which raised more alarms than usual. And also few patients who have dignishields in place develop linear pressure ulcers right around the anus, that align with the hard plastic connection piece. That piece of plastic (near the black line) seems to be harder than the other tubing. And therefore, particularly prone to causing pressure ulcers.